Manufacturer narrative:
Investigation summary: exec summary: samples were received and an investigation was performed. This is the 3rd related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (1) open 32gx4mm bd pen needle without a tear drop label attached. The consumer reported needle clog during injection. The returned pen needle was examined and it was observed that the non-patient end (npe) cannula was bent. The bent npe cannula would be the cause for no flow through the pen needle, hence the customer would think the pen needle was clogged. Since the sample was returned after use the probable cause of the bent npe cannula can be traced to the user. CAPA/sa: based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd pen ndl 32g 4mm was unable to deliver insulin or medication. The following information was provided by the initial reporter: the consumer reported needle clog during injection stating that the insulin does not come through the needle. Date of event: (B)(6) 2021. Samples: available.